Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, the sensor was worn beyond seven days and calibration was not performed at least every 12 hours. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: dexcom g5 mobile sensor sessions last seven days. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause inaccurate sensor glucose readings, consequently missing severe low (hypoglycemia) or high (hyperglycemia) alarm or alerts.

Manufacturer narrative:
(B)(4).